Manufacturer narrative:
A failure was not able to be determined. Small components to an unidentified device were received by stryker along with a remb micro drill. The engineer inspected the components and determined they were from a micro drill attachment; however, it was not determined exactly which type of attachment, nor the cause of the disassembly. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that the device was in pieces at the user facility. No further information is available regarding the event.

Event description:
It was reported that the device was in pieces at the user facility. No further information is available regarding the event.